Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer is currently at school and received 2 motor error alarms. Customer received the first one during recess when she was about to bolus and the second alarm was during lunch. Customer had several pump errors found in the alarm history. Customer was able to rewind the pump at school during recess and lunch. Caller cannot perform displacement test since pump is not with her. Caller was advised that the pump will need to be replaced and put in storage mode. Caller was advised that the insulin pump will be replaced.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked, pump error 37, 38, or 130 alarms, or displacement anomalies occurred during testing. The motor was tested outside of the device and it passed. The pump was received with a scratched case, a cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratches on the lcd window.